Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Within a few minutes of the initiation of treatment, the machine alarmed with a blood leak. Estimated blood loss was 200 ml's. A new system was strung and the pt completed their treatment without further issue. Pt had no ill effects. Sample is available.